Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 37-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 7 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal and pelvic cavity') in a 37-year-old female patient who had essure (batch no. A27189, 50686226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, headache, hypersensitivity, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: date of second insertion session was (B)(6) 2013, discrepancy noted for essure removal date (B)(6) 2016 or (B)(6) 2017. She also reported that she has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Lot number: 50686226; manufacturing date: 2012-09; expiration date: 2015-09. Lot number: a27189; manufacturing date: 2012-07; expiration date 2015-07-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal and pelvic cavity') in a 37-year-old female patient who had essure (batch no. A27189, 50686226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, headache, hypersensitivity, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: date of second insertion session was (B)(6) 2013, discrepancy noted for essure removal date (B)(6) 2016 or (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: primary reporter information were updated, lot no. A27189, 50686226 were provided, stop date was updated to 31-jul-2017, the medical device removal event was replaced with a total of 20 other events which were mentioned in the follow-up document. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal and pelvic cavity") in a 37 year-old female patient who had essure inserted (lot no. A27189, 50686226) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of paratubal cyst, dysmenorrhea, upper respiratory tract infection, smoker, recurrent abortion (5), vaginal delivery (7), urinary tract infection, menses irregular, post coital bleeding, abnormal uterine bleeding, grand multiparity and gravida ii. Previously administered products included: depo provera. The only concomitant product mentioned was naproxen since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), headache ("headaches"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("mental anguish") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure coils.). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2017. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: date of second insertion session was (B)(6) 2013, discrepancy noted for essure removal date (B)(6) 2016 or (B)(6) 2017. She also reported that she has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. On (B)(6) 2016: a normal uterine cavity. Unable to visualize the previous essure coils. E:ndometrium was somewhat atrophic appearing. Uterine cavity sounded to 8.5 cm. 3. Novasure endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: the specimen container labelled "bilateral fallopian tubes (essure coils) 11 contains an intact, fimbriated fallopian tube and a fragmented fimbriated fallopian tube \two pieces). There are also additional metal coils and soft tissue noted within the container. The intact fimbriated fallopian tube is 9.0 cm in length and 0.5 cm in diameter there is a 1.0 cm in greatest dimension paratubal cyst filled with clear watery fluid the proximal aspect of the tube contains a stretched metal coil (essure coil) that extends from the tube and is 9.0 cm in length. No other distinct lesions are grossly appreciated. The fragmented fallopian tube is 9.0 cm in total length and 0.6 cm in diameter. A distinct essure coil is not grossly appreciated at the proximal end of the tube. The additional soft tissue fragments aggregate 2.2 x 1.5 x 0.4 cm. Microscopic description sections confirm the presence of two portions of unremarkable fallopian tubes. There is no dysplasia. Also present is a benign paratubal cyst. [Ultrasound pelvis] on (B)(6) 2013: bilateral tubal coils have been placed. Their proximal ends demonstrate satisfactory positions with their distal ends are seen extending into both adnexae without convincing complication revealed.; on 09-feb-2015: pelvic exam revealed a normal vulva, vagina and cervix. A pap smear was obtained. An endometrial biopsy was obtained. Her uterus sounded to 7 cm and a scant amount of tissue was obtained with 2 passes. On bimanual exam, her uterus was mobile and retroverted. There were no adnexal masses but some tenderness on the right side.; on (B)(6) 2017: clinical indication: previous endometrial ablation- large gush of blood and fluid after last menses. Findings: the uterus is non-gravid and unremarkable in appearance. Endometrial thickness is 0.7 cm. Essure coils are in place touching the endometrium on the right and 0.3 cm from the endometrial margin on the left. A moderate amount of free fluid is evident in the cul-de-sac. A complex cyst in the left ovary is approximately 3.3 x 3.1 x 3 cm (hemorrhagic?). Impression: complex (hemorrhagic ?) Cyst left ovary, follow-up evaluation is recommended in 3 months post menstrual phase [ultrasound scan] on (B)(6) 2013: 8 mm cystic solid nodule within the endometrial cavity with some surrounding vascularity in keeping with retained products of conception; on (B)(6) 2015: anteverted uterus, et 4mm, essure coils in situ, normal ovaries; on (B)(6) 2017: findings: this patient was imaged transabdominally and endovaginally. The uterus is anteverted measures 7.2 cm in length. No fibroids are identified. Bilateral essure coils are noted centered near the uterotubal junctions , however, they were incompletely visualized and thus difficult to fully assess on the current study. The endometrial stripe measures 5.8 mm a small right paraovarian simple appearing '1.6 x 1.1 x 0.9 cm cyst is identified. The ovaries are otherwise unremarkable no significant free pelvic fluid is identified impression: 1. Interval resolution of the previously described left ovarian hemorrhagic cyst. 2. Small right ovarian simple appearing paraovarian cyst. 3. Bilateral essure coils centered near the uterotubal junctions that were sub optimally visualized thus difficult: to fully assess on the current study. Lot number: 50686226 manufacturing date: 2012-09 expiration date: 2015-09. Lot number: a27189 manufacturing date: 2012-07 expiration date 2015-07-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-apr-2024: patient and reporter information, medical history, lab data,non drug treatment ,reporter causality comment added.new concomitant added:naproxen. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.